Event description:
It was reported that the patient's controller had several defects and one small cut on the black line. The patient left the hospital before controller could be exchanged.

Manufacturer narrative:
Section d6a: date of implant inadvertently reported in initial report and is not applicable for this device. Manufacturer's investigation conclusion: the reported event of damage to the system controller¿s black power cable was confirmed via evaluation of the submitted photos, revealing damages and a tear in the black power cable¿s outer jacket that exposed the inner sheathing. The heartmate 3 system controller (serial number: (B)(6) was not returned for further analysis. The root cause of the reported event was unable to conclusively determined via this analysis. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 patient handbook section 6 "equipment maintenance", describes how to care for and clean all equipment, including the system controller and its power cables. Heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.